Event description:
It was reported that during the pump refill procedure, the morphine was not injected into the pump reservoir but into the tissue around the pump. It was noted that the patient was obese. The patient was in a coma due to the overdosage. The patient stayed in the hospital and was monitored after the "pump refill", therefore, the patient's coma status was handled in the hospital. The patient's pump was explanted and not replaced. The patient outcome was "ok."

Manufacturer narrative:
(B) (4).